Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level at the time of incident was reported to be 42mg/dl. It was reported that the customer would be receiving training on the sensor. No further information or assistance provided.